Manufacturer narrative:
(B)(4). Final report additional information, including post primary x-rays, operative notes (primary and revision), patient information, what the patient was doing at the time of the stem fracture, whether the patient experiences any slips / falls or other trauma post primary surgery, whether the patient followed correct post-op protocol and an update on the patient post revision was requested to aid the investigation of this event, however, not all information could be provided. It was reported that the patient was overweight with a high bmi and had fractured the stem when walking but did not experience any slips or falls post surgery and followed the correct post-op protocol. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. It was found that all finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Review of the explanted device did not determine the root cause. Based on the available information, no further investigation can be conducted at the root cause of the event could not be determined. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Minihip revision due to fracture of the neck of the stem after 4 years.

Manufacturer narrative:
(B)(4) initial report. Additional information, including post primary x-rays, operative notes (primary and revision), patient information, what the patient was doing at the time of the stem fracture, whether the patient experiences any slips / falls or other trauma post primary surgery, whether the patient followed correct post-op protocol, an update on the patient post revision and confirmation that the device is available to return for examination, has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.